Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 65-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), the patient developed a hematoma at the access site. A pressure dressing was applied, which did not resolve the issue. The patient was taken to the operating room for a hematoma evacuation. In addition, the patient experienced ventricular tachycardia (vt) requiring defibrillation. The vt occurred while the patient ambulated from the bed to the chair. A lidocaine drip was started. The post-procedure outcome is unknown. The impella functioned at p-6 at 3.6l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Event description:
Additional information received stated that the patient was taken to the cardiovascular operating room for hematoma evacuation, which was successful.

Manufacturer narrative:
B5 additional information received.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the patient-device interaction problem was not determined due to insufficient clinical details.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected. Section d4 primary UDI number has been updated. Additional information received for d6 explant. H6.health effect - clinical code e0505 is no longer applicable for this report.

Event description:
Additional information was received indicating that the impella device was explanted.